Manufacturer narrative:
H3 other text : device has not returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to the third-party service center for service for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center for service, service required codes were found in the ventilator's downloaded error log. The device's internal battery and interface board were replaced to address the issue.